Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, interrogation of the device showed episodes of non-sustained right ventricular oversensing. Oversensing of the atrial signal was detected in the ventricular channel, and the ventricular signal also appeared on the atrial channel. Crosstalk is suspected, however the oversensing episodes did not reoccur. No action was taken and the patient is being monitored in stable condition.